Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the site stated the uninterruptible power supply (ups) of the viewing station of the imaging system was losing power within one minute of being unplugged. The viewing station of the imaging system ups was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed a message stating that the batteries required replacement. It was reported that the batteries were replaced less than a week prior during a planned maintenance (pm). The imaging system was then moved to storage, powered off and plugged in. There was no patient present when this issue was identified. No additional information was provided.